Event description:
The customer reported that the insulin pump had a crack and moisture was trapped under the screen. Troubleshooting was performed and the device alarmed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.